Manufacturer narrative:
It was reported that the ventilator generated a technical error code indicating a power error. The hospital engineer found water in the air gas module the customer has tracked the source of the moisture/water to the hospitals' central air supply. Since the customer has used a third party for the repair and we have received any information or goods for further investigation. A hypothesis is that there has been an overflow of water from the gas module and then entered the electronics in the machine caused a power failure. According to the user´s manual, maximum levels of water,(h2o < 7 g/m3) in the supplied gases to the ventilator must not be exceeded. The received device log files are confirming the event. Since we could trace back the reported problem to (B)(6), the date of event was determined to be (B)(6) 2019. Our conclusion is that the moisture/water from the hospitals' central air supply is the cause to this event. H3 other text : 4114.

Event description:
Manufacturer ref.#: (B)(4).

Event description:
It was reported that the ventilator generated a technical error code indicating a power error. There was no patient harm. (B)(4).